Event description:
Previously, the customer's wife called and stated that the customer passed away, and no other information was given at that time. Recently, she called back and stated that she had received several letters in the past four years. In response to the letters, he stated that the customer died more than four years ago, and would like to know what to do with the insulin pump. The father stated that the customer went into a coma and passed away due to diabetes complications while wearing the insulin pump. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.